Event description:
It was reported that during lead inserting it was difficult to insert the lead into the right atrial channel due to the helix advancing without the surgeon extending the helix mechanism. Due to this the lead cause a perforation of the tissue. When attempting to retract the helix of this lead it was not possible. A new lead was used. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.

Event description:
It was reported that during lead inserting it was difficult to insert the lead into the right atrial channel due to the helix advancing without the surgeon extending the helix mechanism. Due to this the lead cause a perforation of the tissue. When attempting to retract the helix of this lead it was not possible. A new lead was used. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.